Manufacturer narrative:
One device was returned for analysis along with a photo. Visual inspection showed the pump was in good condition. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was not duplicated. No serial/lot number was provided; therefore, a history record review could not be conducted.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the product was discontinued due to liquid leakage from the main unit while in use. This occurred during patient use/administration. There was patient involvement and no patient harm/adverse event reported.